Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50; serial #: (B)(4); description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing stimulation into right upper quadrant of the abdomen. It was determined that the device had migrated. The patient underwent a revision procedure wherein both leads were replaced per physicians preference. No device malfunction suspected. The patient was doing well postoperatively.